Event description:
Customer's family member reported that the customer was having a problem with a lancing device of their precision xtra meter and was unable to check her blood glucose level. As a result she lost consciousness. The caller stated that the customer was seen by her regular doctor and diagnosed with severe hypoglycemia in 3 days after the incident.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is complete.